Manufacturer narrative:
The lot number of the returned device is unknown; therefore, a lot history check was not possible. All renew lapclinch grasper tip are inspected as a part of the final inspection including strength test, prior to the finished product release. No serious injury was reported. There was no harm to the patient. The evaluation method and result codes are included in this report, because the returned device evaluation is not completed at the time of this MDR submission.

Event description:
During a laparoscopic cholecystectomy surgical procedure, the heat shrink from a renew lapclinch grasper tip fell into the patient. The procedure and anesthesia time was extended for ten (10) minutes.